Event description:
As reported, during use in patient, in this pressure monitoring set the pressure tubing disconnected; the transducer and unknown blood quantity dripped down onto floor. As per customer's further investigation on this product and serial numbers without experiencing more problems, it was suspected that this event might be related to a user error. There was no allegation of patient injury.

Manufacturer narrative:
Updated section h6 (component code), h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not available for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The exact lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. There are internal controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, during use in patient, in this pressure monitoring set the pressure tubing disconnected at the transducer and blood dripped down onto floor. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The lot number involved in this complaint could not be identified by the customer and it could be someone of the ones that customer has (B)(6). The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.